Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 54485 was returned and analyzed. Visual inspection of the sheath showed the sheath had kinked on the tip of the shaft. Also, dissection revealed the pull wire bent causing resistance at the barrel, which restricted the sheath¿s manipulation. In conclusion, the sheath failed the returned product inspection due to the kink at the tip of the shaft and a bent pull wire. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a maneuverability issue with the sheath as it was no longer controllable. Upon removal of the sheath, a defective mantle was seen distally. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.